Event description:
The patient contacted animas on (B)(6) 2012, alleging that the pump had been emitting loss of prime warnings the past few mornings when the patient awoke. The patient confirmed he disconnected and primed the pump and had no further issues. The patient further alleged that when changing the cartridge, the pump did not recognize the filled cartridge when it was loaded into the pump, and pushed all of the insulin out. The pump then reportedly emitted a "no cartridge detected" alarm. There was no reported adverse event associated with this complaint. The patient discontinued use of the pump and began on a backup plan. This complaint is being reported due to the alleged load step malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated a load step malfunction in the black box. There were several "loss of primes" with non-zero force noted in pump history. The reported complaint was duplicated in history but not duplicated during investigation.